Event description:
Hearing performance with the device is affected. Initially when affected channels were observed the user did not report any difficulties with hearing. The affected channels were switched off and the parents were advised to monitor the user. The parents now report that the user's hearing performance has decreased significantly. She is not following commands as she use to in the past. Consequently she is struggling in daily life and in school. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Explantation was carried out but the device has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Initially when affected channels were observed the user did not report any difficulties with hearing. The affected channels were switched off and the parents were advised to monitor the user. The parents now report that the user's hearing performance has decreased significantly. She is not following commands as she use to in the past. Consequently she is struggling in daily life and in school.

Event description:
Hearing performance with the device is affected. Initially when affected channels were observed the user did not report any difficulties with hearing. The affected channels were switched off and the parents were advised to monitor the user. The parents now report that the user's hearing performance has decreased significantly. She is not following commands as she use to in the past. Consequently she is struggling in daily life and in school. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. Initially when affected channels were observed the user did not report any difficulties with hearing. The affected channels were switched off and the parents were advised to monitor the user. The parents now report that the user's hearing performance has decreased significantly. She is not following commands as she use to in the past. Consequently she is struggling in daily life and in school.